Manufacturer narrative:
Qn#(B)(4).

Event description:
It was noted that there was a bad transducer on the pcs, found during preventative maintenance (pm). Field service representative replaced the pcs assembly, performed pm and unit checked out ok. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "a bad transducer on the pcs" is confirmed. Sample was returned for investigation. Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. The pcs assembly was installed into a known good lab inventory ac2 for functional testing. The pump started up and immediately alarmed system error 1. It was noted that the balloon pressure waveform (bpw) read 62mmhg, significantly above the standard value of 0mmhg. This is consistent with a faulty balloon pressure waveform transducer. The bp offset voltage was measured to be 310.4 mv, which is outside of the specification 0 +- 250mv. Pumping was initiated. Within 30 seconds of initiating pumping, the pump alarmed purge failure. Pumping was reinitiated, with the same result. The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. A device history record (DHR) review was conducted for the lot numbers with 5 relevant findings. Nc70012808, nc70012809, nc70013094, nc70015082, and nc70015090 are relevant to the reported complaint; however, the affected pcs assemblies were returned to the vendor. The root cause of this complaint is undetermined. Corrections have been established for this issue as a result of nc100000445 and this device was manufactured prior to the release of those corrections.

Event description:
It was noted that there was a bad transducer on the pcs, found during preventative maintenance (pm). Field service representative replaced the pcs assembly, performed pm and unit checked out ok. No patient involvement reported.